Event description:
A malfunction was reported on the pump, displaying malfunction code 3, which was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and although it was out of warranty, the customer expressed interest in obtaining a loaner pump while awaiting the replacement.

Event description:
A malfunction was reported on the pump, displaying malfunction code 3, which was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and although it was out of warranty, the customer expressed interest in obtaining a loaner pump while awaiting the replacement. The customer will use multiple daily injections (mdi) as a backup.